Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was isolated to an open pulse wire inside the distribution node (dn). The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel messages.